Event description:
We have had four separate patients in the past week who have needed to have their exacta mix bags replaced due to leakage. Leaks appear to be along side and bottom seams and pin hole in size. Events have happened with both 250 ml and 500 ml size bags. All bags contained tpn without lipids. There have been leakage issues in past on rare occasion but not to this extent. This seems concerning in light of recent recall with other baxter products due to leakage issues. Bags are not available nor are lot numbers. If it happens again, will save bags for examination.